Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). Investigation is completed. This is an initial final report submission. Review of the most recent repair record determined the set screw failed. The set screw was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the black safety switch of the device was switching off in mid-use. The graft harvest was damaged and an unplanned additional graft was required from the patient. A 0-15 minute extension in procedure occurred. No additional consequences have been reported as a result of this malfunction.